Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), vaginal haemorrhage ("constant spotting"), menorrhagia ("bad menstrual cycles that would last for 10 days or even 15 days"), headache ("real bad headaches"), ovulation pain ("ovulate with real bad pain"), abdominal pain ("cramping"), amenorrhoea ("period stops"), bacterial vulvovaginitis ("bacteria vaginitis") with vaginal discharge, loss of libido ("loss of libido"), sexual dysfunction ("sexual dysfunction"), fungal infection ("yeast infection"), pollakiuria ("frequent urine"), pruritus ("itching") and breast pain ("breast pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, ovulation pain, abdominal pain, amenorrhoea, bacterial vulvovaginitis, loss of libido, sexual dysfunction, fungal infection, pollakiuria, pruritus and breast pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, bacterial vulvovaginitis, breast pain, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, ovulation pain, pelvic pain, pollakiuria, pruritus, sexual dysfunction and vaginal haemorrhage to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, case become serious incident and surgery added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.